Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that the distal and proximal conductors had blood/body fluid (not obstructed), the outer insulation was breached cut, the helix was distorted/bent, the helix had disengaged from the helical channel, there was a tip seal observation, and the lead was damaged at implant. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that the chronic right atrial (ra) lead dislodged and had no capture at max outputs. It was also reported that two leads were attempted to replace the ra lead, but both leads required multiple lead repositions during the implant procedure that resulted in no ra capture on either lead. The chronic ra lead was capped, both attempted leads were removed and a new lead was placed. No patient complications have been reported as a result of this event.

Event description:
It was reported that the chronic right atrial (ra) lead dislodged and had no capture at max outputs. It was also reported that two leads were attempted to replace the ra lead but both leads required multiple lead repositions during the implant procedure that resulted in no ra capture on either lead. The chronic ra lead was capped, both attempted leads were removed and a new lead was placed. No patient complications have been reported as a result of this event. It was later reported that the chronic ra lead had not been capturing after previous open heart sugeries. It was also reported that viable atrial tissue could not be found durring the repositioning of the chronic ra lead and the two attempted replacement leads, and none of the leads had acceptable numnbers. It was further reported that the patient may have had a fibrotic right atrium.